Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a burning sensation and pain. The physician found that there was erosion at the cuff, and the device was no longer working as intended. The aus was explanted, and there were no additional patient complications reported.